Event description:
It was reported that this implantable cardioverter defibrillator was programmed to MRI protection mode for the patient to undergo magnetic resonance imaging. During the time the device was programmed to this mode, the patient suffered a cardiac arrest and a code was declared by hospital staff. According to the field representative, cardiopulmonary resuscitation was performed. The device was reportedly not programmed back to normal operation for twelve minutes and a claim was made that this resulted in the patient suffering physical and mental injuries that caused him to stop practicing medicine. The field representative did not know how the device was programmed or the patient status post-event. This device remains in service.